Event description:
It was reported that the right ventricular lead was capped and not reusable. Follow-up was conducted and from the information that was obtained it was reported that the lead had a polarity switch, exhibited evidence of oversensing, and was suspect of fracture. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.